Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, the clips get closed by crossing leading to the vessel section. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. Device will not be returned.